Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 5.4 cm abdominal aortic aneurysm in 2002. Vessel morphology at the time of implant is unk. It was reported the pt had pre-existing medical conditions of cholelithlasis, diverticulosis and prostatomegaly. It was reported that the pt had a type I endoleak demonstrated on computed tomography in december 2002 which was resolved with placement of two iliac extensive cuffs. It was reported that in sept 2004 there was a type I endoleak, a type ii endoleak and dilation of the aortic neck with aneurysm enlargement. The physician elected to remove the stent graft system. It was reported that the stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft and the analysis was completed. It is likely that the neck enlargement contributed to a proximal type I endoleak and a chronic type ii endoleak resulted in aneurysm enlargement. Exam of the explanted device revealed no apparent issues with the device integrity.